Manufacturer narrative:
Initial.

Event description:
It was reported that the user received a high glucose alert and a cartridge empty alert, then experienced difficulty with infusion set application when the infusion set applicator dislodged; the user was coached to replace supplies, after which insulin delivery resumed, but elevated glucose readings persisted; the issue aligned with an improper or incorrect procedure in using the infusion set and cartridge components of the ilet. Symptoms included hyperglycemia with a glucose peak of 333 mg/dl and no adverse clinical symptoms reported. Outcomes included no health consequences or lasting impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to infusion set handling consistent with the reported procedural difficulties. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.